Manufacturer narrative:
(B)(4), complaint verification testing could not be performed as it was reported that the sample is not available for return. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. Corrected data: section d.1.-brand name corrected to arrow pi PICC kit: 2-l 5 fr x 55 cm. Section d.4.-catalog # corrected to cdc-35552-vps.

Event description:
The complaint is reported as: the device was placed in early (B)(6) 2020. On (B)(6) 2020, one of the lumens was found to be leaking. That line was discontinued and the other lumen was used. No patient harm reported. The patient's condition is reported as fine.

Manufacturer narrative:
(B)(4).

Event description:
The complaint is reported as: the device was placed in early (B)(6) 2020. On (B)(6) 2020, one of the lumens was found to be leaking. That line was discontinued and the other lumen was used. No patient harm reported. The patient's condition is reported as fine.